Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in the left circumflex coronary artery. A 2.50x16mm promus element drug-eluting stent was advanced but failed to cross the lesion. However, upon withdrawal, it was noticed that the stent struts were lifted up. The procedure was completed with another of the same device. There were no patient complications reported and patient's status was stable. It was further reported that the vessel was moderately tortuous. There was no visual issue of the device prior to use. The lesion was pre-dilated prior to insertion of the stent.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in the left circumflex coronary artery. A 2.50x16mm promus element drug-eluting stent was advanced but failed to cross the lesion. However, upon withdrawal, it was noticed that the stent struts were lifted up. The procedure was completed with another of the same device. There were no patient complications reported and patient's status was stable.